Event description:
It was reported that the patient experienced unspecified issues with a malleable penile prosthesis (mpp). The mpp was explanted and a new 20cm x 14mm spectra penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.